Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) he actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Seven - ventricular nst<=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 15:46:01 and 15:50:57.

Event description:
It was reported that oversensing was noted at implant. The device was about to deliver a shock when the medtronic personnel hit the suspend button on the programmer. The lead pin was removed and repositioned with no resulting oversensing. It was also reported that the blood got into the device header. The lead and device are still in use. No patient complications have been reported as a result of the event.